Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(4) engineering lab. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
An investigation report from an implant retrieval center was received and reported that during examination, the rod exerted no force during testing. Additionally, the radial bearing was not in position. It had come off the magnet and slid down the leadscrew into the outer casing. The o-ring seal was broken and only a part could be retrieved. No additional information is available.

Manufacturer narrative:
Updated h6- device code.

Event description:
No additional information was provided.